Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure injury under the front clasps. Patient's nurse described the area as a stage one pressure injury, red non-blanching spot. There was no alleged device malfunction contributing to the irritation. Gauze was placed on the sore by a medical professional. Follow up indicated that the area has cleared.